Event description:
It was reported that during a lap stomach tube formation, regarding etrio335h, the handle could not be moved and the jaws could not be opened nor closed when the device was activated. The jaws did not clamp the tissue when the event occurred. The device was used the great omentum around the stomach and the blood vessel in the single tap mode. The thickness of the clamped tissue was normal. Neither clips nor forceps were clamped with the device. The jaws could not be opened nor closed after removing the device from the patient. Ec60a loading ecr60b cut the tissue incompletely at the 4th and 5th firing when the device was used on the stomach. The thickness of the clamped tissue was normal. Neither clips nor forceps were clamped with the device. There was no unexpected resistance both at closing and at firing the device. The deployed staples were formed as intended. No anomalies were found at from the 1st to the 3rd firing with ecr60b. Regarding ec60a loading ecr60b, another device was used to complete the case. The etrio335h was stopped to use. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4) . Date sent: 6-4-2012. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was received in good physical condition. The device was tested with a generator and the device performed as required during testing. No jaw damaged was noted. There was no tissue extruded through the I-blade, nor any tissue stuck in the apex of the jaw. The jaws were not bent nor was the I-blade distorted. The energy output delivered from the device was verified and the cutting of the test media performed as expected. There were no anomalies noted with the functionality of the device. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.